Manufacturer narrative:
(B)(4).. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, a tubing leak was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. The patient lifted the bag and the table was dry, but the supply line tubing was wet. The patient could not locate the source of the leak. The technical service representative instructed to cycle the power to clear the alarm and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.